Event description:
The customer reported that their vela ventilator shuts off without pressing on/off switch. There is no patient involvement.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was found that the power switch was faulty. Fsr performed user verification tests and operational verification procedure. No further issues found after the tests. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated. The switch was installed in a known good vela unit. Found switch to power the unit on with no fault or anomalies after several cycles. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.